Event description:
It was reported that during system check out, the o2 flush test failed and it was discovered that the air gas module delivered air gas while it should not deliver anything. There was no pt connected tot he anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.